Event description:
A distributor reported that a user received an alarm 20, which was verified in the pump history during the load process. There was no reported impact to the user's blood glucose level. Technical support resolved the issue by replacing the pump, as the alarm persisted even after loading a second cartridge with proper technique. The customer was informed about the replacement process and provided with instructions for returning the problematic pump, while they declined to share details about their backup therapy.